Manufacturer narrative:
Additional information was received in 6/4/2019. When the device was explanted, bilateral prosthesis replacement with 645cc mentor memorygel breast implants was performed. Additionally one of the indications for replacement surgery was bilateral baker's grade IV capsular contracture in addition to the left sided rupture reported previously. This report is a supplemental report for the left prosthesis. See 1645337-2019-16670 for contralateral prosthesis report. The mentor failure analysis lab received the device for evaluation on 6/5/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/14/2019. Device evaluation summary: according to the information received, it a rupture of the breast implant and capsular contracture were noted. During analysis of the sample, it was found to be ruptured. A crease was found on the edges of the tear. No other anomalies were discovered. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant products: 475cc mentor memorygel breast implant, catalog # 3504751bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with a 475cc mentor memorygel breast implant and experienced left sided rupture post procedure. The rupture was confirmed by a physician. As a result, the device was explanted on (B)(6) 2019.